Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the general anesthesia intubation of the patient, the device joint was loose and the seal was not tight. The tracheal intubation was immediately re-fixed to establish the intraoperative breathing channel of the patient, and the surgery was successfully completed.